Event description:
It was reported that the ventilator did not turn on. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not turn on. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the dc/dc & standard connectors printed circuit board was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as malfunction of this printed circuit board, for example short circuit may lead to stop of ventilation. There was no patient harm. The root cause to the reported issue has not been determined.

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref.#: (B)(4).